Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the failure to adhere or bond to the leaflets appears to be related to patient morphology/pathology. The reported patient effects of mitral regurgitation (mr), dyspnea and tissue damage as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. A definitive cause for the reported mr could not be determined. The dyspnea however, was likely due to the mr and the tissues damage was due to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip was explanted and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the mitraclip procedure, mitral regurgitation increased and it was suspected that the posterior leaflet was torn, which required mitral valve replacement surgery. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a large anterior leaflet prolapse in a3. There was difficulty grasping the leaflets with all 3 clips due to the leaflet prolapse. Three clips were implanted, reducing the mr to 1. In the following days post-procedure, the patient complained of increasing dyspnea. On (B)(6) 2016, echocardiogram showed that the mr had increased to 4 and there was an mr jet located on the posterior side of the 2nd clip (51102u151). It was suspected that the posterior leaflet was torn due to a fragile posterior leaflet. All 3 clips were stable on the leaflets. There was no issue with the implanted clips. On (B)(6) 2016, the patient underwent surgical mitral valve replacement and the clip was explanted. The patient was confirmed to be hemodynamically stable at all times. No additional information was provided.